Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the act button was harder to push, piece was missing from reservoir compartment. The customer's blood glucose value was unknown. The customer was reported that the insulin pump had random no delivery alarm, forcing for prime, casing was cracked. The device will not be returned for analysis.